Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent minimum fill messages. Reportedly, the customer fills the cartridge with 100-120 units of insulin. Prior to the call with tandem technical support, the customer reported adding additional insulin to the existing cartridge and was able to complete the load process successfully. There was no impact to the customer's blood glucose level.